Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test, rewind test and displacement test or verify low battery alarm due to blank display. Pump received with stripped battery cap coin slot (p), corroded battery tube and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was alarming all the time low battery alert, and turning off after alert received. The customer was also reported that battery cap was neither missing nor damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.